Manufacturer narrative:
Received 1 evacuator for evaluation. The reported event was confirmed as cause unknown. The sample was visually inspected and it was found that the balloon was burst. A root cause was unable to be determined. This may have occurred during the dipping operation of manufacturing. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that the balloon burst while the device was being used on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while the device was being used on the patient.